Manufacturer narrative:
Catalog number : a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: the UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable as the lens remains implanted (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with icb00 intraocular lens had post-surgery inflamation. The patient was given steroids and is being observed. No further information was provided.

Manufacturer narrative:
Additional information: additional information provided by the complaint reporter for the section a, patient information which the following fields were updated accordingly: section a3: gender: female section a5: ethnicity: not hispanic/latino section a5: race: asian all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.